Manufacturer narrative:
October 7, 2013: the analysis from the manufacturer is pending. (B)(6) 2013 this patient passed away on (B)(6) 2013, two days after this device was explanted. Accordingly the following sections were revised: added a check for death, added date of death. Updated to reflect that this device was returned to the manufacturer. Checked death instead of serious injury. Revised to yes. (B)(4) 2014. Please see the attached analysis, (B)(4).

Event description:
Patient experienced acute loss of capture from (B)(6) 2013 until the lead was capped and device replaced on (B)(6) 2013.

Manufacturer narrative:
(B)(4) 2013: the analysis from the manufacturer is pending. (B)(4) 2013: this patient passed away on (B)(6) 2013, two days after this device was explanted. Accordingly the following sections were revised: (B)(6).

Manufacturer narrative:
(B)(4). 2013. The analysis from the manufacturer is pending. Device has not been returned.

Event description:
Patient experienced acute loss of capture from 9.12.2013 until the lead was capped and device replaced on (B)(6) 2013.

Event description:
Patient experienced acute loss of capture from 9.12.2013 until the lead was capped and device replaced on (B)(6) 2013.